Event description:
Patient called in 2002 alleging that their one touch profile meter was giving inaccurately high readings and had passed out and was rushed to the emergency room and treated with IV glucose. The previous day, patient kept getting 153 mg/dl all day, even with a check strip test. Patient kept taking 2 units of regular insulin after each reading of 153 mg/dl per their sliding scale. Around 5:00 pm, patient started feeling bad and so patient took 3 units of regular insulin after dinner. Around 9:00 pm, patient started sweating and then passed out. Patient's landlord called the paramedics and patient was rushed to the ER. It is unknown if the paramedics tested patient's blood glucose. At the emergency room, patient's blood glucose was tested with a result of 40 mg/dl. Patient was given IV glucose "until the sugar came back up." Patient was released from ER the next morning. No further information has been reported.